Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid (hydromorphone) 20mg/ml at 5.5 mg/day and bupivacaine 5 mg/ml at 1.3746 mg/day via an implantable pump. It was reported that a motor stall had occurred. On (B)(6) 2016, the pump was alarming every 10 minutes. The hcp interrogated the pump and found out the pump was showing motor stall. The logs showed the motor stall from 2h31 to 8h00, and from 22h15 with no recovery. The patient was hospitalized until surgery could be done; they were on the waiting list for pump replacement. There were no symptoms because the patient went to the hcp at the time of the first alarm. Decision was taken to replace the pump because of the non-approved medication inside the pump. The pump was replaced on (B)(6) 2016. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient status was alive - no injury. The device will be returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that there was nothing special, no falls, nothing that the patient could identify, nothing had changed in his environment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.